Event description:
During an incident involving a pt who was unresponsive with no pulse or breathing at the time the crew arrived ahd had been down for half an hour, this defibrillator kept saying "check electrodes" and failed to shock. Paramedics arrived and pronounced the pt d.o. The customer called later to say that the defibrillator was now working properly. He believes the problem was the pt cable that was found to have a prong appeared brken at the plug end of the cable.